Manufacturer narrative:
Additional information: g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the dissector had a fractured waveguide. The waveguide was not returned with the device. Functional testing found that the troubleshooting found that the waveguide was excessively torqued to the side during use. This caused it to come in contact with the clamping jaw and weakening the waveguide. Continued use then caused a crack to propagate until the device failed. It was reported that the device did not activate during the procedure. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that, during procedure, the device did not work properly with a series of blue and red flashing lights. They tried switching out the battery and generator first then replaced the dissector as a last resort. The dissector did not break. Another dissector used with the same generator and battery and it worked fine. There was no patient harm/injury. Medtronic's initial evaluation of the incident device found that the dissector had a fractured waveguide.

Manufacturer narrative:
D10 concomitant products: scba, battery scba (serial#: unknown), cg7aa, sonicision 7 generator a scg7aa (serial#: unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.